Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The operation pipe was broken off. The operation wire that was originally placed inside the coil sheath had been out of the coil sheath. The operation pipe was not returned. The coil sheath was kinked near the proximal end. The support wire was cut off. The basket was partially cut off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report from the health professional. During an endoscopic removal of pancreatic stones, the subject device was used. The subject device could not be removed from the patient body. The user tried to crush the stones with bml handle (B)(4). However, the user could not crush the stones. The user tried to use another company's handle and the emergency lithotriptor. However, the user could not crush the stones. As a result of the x-ray examination, it was found that the basket wire and the center wire were separated. The center wire could not be stowed in the sheath the user tried to cut the wire of the device with an argon plasma coagulation device. However, the user could not cut it. The user used eswl to crush the stone and completed the intended procedure finally. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. There was no additional report for the confirmatory result of the subject device, except for the following. The diameter of the operating pipe presented no abnormalities. The manufacturing record was reviewed and found no irregularities. Due to the large size of the stones, the basket possibly became unable to be removed from the patient. A load beyond the strength resistance might have been applied to the device during lithotripsy, causing the operation pipe to break. Since the support (center) wire was forming a loop shape causing the basket wire and the support wire to look separated. According to the confirmation result and similar investigation result, only the basket wire was retracted into the coil sheath when the control grip was pulled. Since the support wire did not retract into the coil sheath, it was sticking out from the coil sheath. The following factors can be considered as the cause for only the support wire was not retracted into the coil sheath: the sheath near the support wire (form of a loop) was excessively angulated. The support wire which protruded from the coil sheath was excessively angulated. However, the exact cause of the reported event could not be determined. The above device handling has warned in the instruction manual as follows. Determine to use this instrument in preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation from an expert¿s viewpoint. If large, rigid or many stones are retrieved by this instrument, the basket with stones engaged may not be removed from the body cavity. Using the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441) may damage the instrument as shown in chapter 11, ¿emergency treatment¿. Use the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441) with the full understanding that the instrument could become damaged and open surgery may have to be performed.